Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the middle part in a pinhole form at 6atm upon first inflation when inflated for 3 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.